Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump was powered on and revealed a dim, fading and discolored display. Unrelated to the display issue, investigation also revealed that the battery compartment was cracked below the bumper traveling toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, fading, discolored display. Evaluation also revealed that the battery compartment was cracked below the bumper traveling toward the case seal. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.